Event description:
Information received regarding the explanted device notes that four days post implant, the lead dislodged. During an attempt to reposition the lead, a possible "discontinuity" of the outer insulation was noted near the suture. Several attempts were made to reposition the lead, but thresholds were always 3.5 v. The patient's condition was good after the event.